Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back asking for the rep phone number; pt could not remember the reps name. Pt mentioned that the rep told them they may need to have the 'stim reset'. Pt stated it still seems like they get a lot of tingling since this previous call to patient services. Agent reviewed role of rep, reviewed nas, and provided healthcare providers (hcp)phone number on file. The pt was redirected to the hcp to further address possible reprogramming and tingling sensation. On (B)(6) 2024: the rep noted the serial number of the controller is unknown. The inability to see the words on the controller was due to the patient having poor eye sight. The rep reported the tingling sensation is positional. Actions taken were decreasing stimulation. This resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that if they bent over or moved, the stimulation tingled "like hell". Patient stated that their wife would set the stimulation and they felt it tingling and as soon as their wife stopped adjusting the therapy they would try moving and feel the stimulation greatly. When asked for the event date, patient stated that it was right after they got the device put in. Patient mentioned that when the representative set it for them, it was a lot sharper; agent understood as stimulation but when their wife did it, they can feel it but that it didn't let them know right away that the stimulation was working correctly. Patient inquired about if the device was supposed to tingle all the time. Patient confirmed that the stimulation was not uncomfortable. Patient inquired about getting a different type of controller as they're unable to see the words on the screen and that their wife set it all the time for them; agent reviewed information. Agent reviewed adaptive stimulation with the patient and redirected the patient to their healthcare provider to further address the issue and to meet with a representative for some potential reprogramming.